Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level. The customer's blood glucose level was 500 mg/dl at the time of report. The customer had high blood glucose level and was treated with manual injection and also she contacted her health care professional for treatment. The customer will not return the device for analysis.